Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to the dock connector board. The dock connector board was replaced to resolve the report. The customer was sent a replacement. Analysis of reports of this type has not identifided an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.